Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a hardware error at half height. A field service engineer found that the drawer just needed to be recovered. The field service engineer successfully recovered the drawer. The half height drawer on the main station was functioning properly. The system functioned as intended after the field service engineer repaired the device. (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, there was hardware error and the device was not detected on the communication bus. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.